Event description:
Pt had v-cath, size 3 fr inserted in 2002 for home administration of antibiotics. Catheter removed in the next month, and a 9.5cm portion of the catheter was retained. Required taking pt to surgery for removal part under fluoroscopy.